Event description:
It was reported that the device was overheating during a testing by manufacturer sales representative. No medical intervention, adverse consequences, no patient harm or delay to a surgical procedure were reported with this event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that the device was overheating during a testing by manufacturer sales representative. No medical intervention, adverse consequences, no patient harm or delay to a surgical procedure were reported with this event.